Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ controller model#: 1420, catalog#: 1420, expiration date: 31-jul-2018, serial #: (B)(4), UDI #: (B)(4), no, device evaluation anticipated, but not yet begun, mfg date: 31-jul-2017, patient code(s): (B)(4), device code(s): (B)(4), FDA results code(s): 3233, FDA conclusion code(s):11. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an electrical fault alarm. A connection issue between the controller and ventricular assist device (vad) driveline was suspected. The driveline and driveline connector were inspected in the clinic. No areas of damage or trauma were noted to the driveline and the driveline connector did not appear loose and the locking mechanism appeared intact. The controller and vad driveline remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump and controller were not returned for evaluation. Visual evidence provided by the site did not reveal any anomalies with the driveline connector nor the controller driveline port. Log file analysis revealed one electrical fault alarm logged on (B)(6) 2020 at 20:57:00 due to an open phase on the front stator, resulting in the pump running on a single stator. As a result, the reported electrical fault alarm was confirmed; however, the reported poor mechanical connection could not be confirmed. Based on applicable risk documentation and available information, a possible root cause of the reported electrical fault alarm and poor mechanical connection event can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. Additional products: heartware ventricular assist system - controller serial #:(B)(6), FDA method code(s): 4112, 4114, FDA results code(s): 3213, FDA conclusion code(s): 4315 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.